Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and air flows back into the side port issue occurred. It was reported that air was pulled in under negative pressure. It occurred after insertion into the patient¿s body. The issue was resolved by replacing the vizigo sheath and the procedure was successfully completed. The hemostatic valve was intact. No air was introduced into the patient. No medical intervention required. The patient has not exhibited any neurological symptoms since the procedure was completed. No adverse patient consequence was reported. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi then conducted a visual inspection and an airflow back pressure test of the returned device. Visual analysis of the returned sample revealed that no damage was observed. The returned sample was connected to a syringe with water, and no leakage was observed. Then the airflow back pressure test was performed, and no issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The instructions for use (IFU) contain the following warning: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and air flows back into the side port issue occurred. It was reported that air was pulled in under negative pressure. It occurred after insertion into the patient¿s body. The issue was resolved by replacing the vizigo sheath and the procedure was successfully completed. The hemostatic valve was intact. No air was introduced into the patient. No medical intervention required. The patient has not exhibited any neurological symptoms since the procedure was completed. No adverse patient consequence was reported. The air flows back into the side port issue is MDR reportable to the FDA.